Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastrectomy, the jaws did not open after the device was removed via a trocar. The device was fired on the duodenum at the 1st firing without any problems. The target tissue was regular. After the 1st firing, the device opened without difficulties. There was no damage on the tissue. There was no unexpected resistance in closing. There was no unexpected noise. The device was not fired on an existing staple line. The cartridge was blue. The deployed staples were formed properly. The device was not fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.